Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0n11u, implanted: (B)(6) 2014, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the wire was both protruding under the skin as well as eroding through the skin. It was noted that no change led to this issue, it just kept snagging their underwear. The patient did meet with their healthcare provider on (B)(6) 2019, but no steps were taken or planned to resolve the issue. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va0n11u, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. An email was received from the patient who reported they have had trouble with their stimulator for 2 years now. They've seen a rep but didn't work. They had a wire protruding through their lower back that was snagging their underwear, they pushed it back in and can still feel it where it was protruding. It is back in the skin but they can still feel it where it was protruding. Now it is showing a ? And when they tried to reset it, it powered up by itself and they couldn't stand the pain, it took 15 minutes to get it to stop. Patient has an upcoming appointment with their doctor on (B)(6) 2019 at 9:45 and requested a rep meet them there to figure out what to do. Patient was tired of peeing themselves while walking down the halls of school where they work and having to change clothes. Patient uses about 10 pads a day this was starting to get old and giving patient anxiety attacks over this. An email was sent to patient with instructions on how their doctor could request a rep visit, and requested they call in to provide further details on the event. No further complications were reported or are anticipated.